Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to replace. After replacement the system returned to functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the operating system sometimes froze. No patient present.

Manufacturer narrative:
The computer 9735764 nav with pcoip s8 svc (lot# 1734c00333) was returned for analysis. Analysis through functional testing, performance testing, visual/physical examination, and proceduralized device testing found no fault. The unit did not have ssd, tamper seal was cut. Cmos battery just barely connected - secure. 3 initial boots were successful. Unit passed two runs of burning test for s8. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The replaced computer was returned for analysis and results are not yet available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.